Event description:
According to the customer contact, on (B)(6) 2022 a patient developed a 'strange rash' relating to the use of a drape after a laminectomy and discectomy procedure that was noticed by the physicians assistant and surgeon.

Manufacturer narrative:
According to the customer contact, on (B)(6) 2022 a patient developed a 'strange rash' relating to the use of a drape after a laminectomy and discectomy procedure that was noticed by the pa and surgeon. Per the customer, it started on the abdomen and progressed. The patient denies use of new medications or foods according to the customer contact. A dermatology consult did not find a known cause of the 'rash'. He has known allergies to 'codeine and ees'. According to the customer the patient's rash required steroids and took 'a while' to clear but it has cleared after 'several interventions'. The sample is not available to be returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.